Manufacturer narrative:
Pump had blank display due to moisture damage. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, download test or verify battery power loss alarm, unexpected alarm and memory anomaly after battery change due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that after every battery change pump has to be programmed from the start and also not able to read pump in carelink. The insulin pump will be returned for analysis.